Event description:
Event description guidant received information that the right ventricular lead was dislodged due to patient condition. The lead was explanted and another right ventricular lead was successfully implanted. No product performance issue was reported.